Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was green adhesive tape on the cover sheet.¿ the product was not used. A photograph depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Batch record review: a review of batch records 9h02226 was performed by compliance engineer ID 6054 on 11/18/2020. Lot 9h02226 was manufactured on 08/22/2019, in the bodolay line with a total of (B)(4) ea. All the components utilized were correct per bom, under icc code 187957, sap material ID 1704769 and manufacturing order 1484556. The testing results were found satisfactory and the crew requirements and responsibilities, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi29-006. In addition, the dressing bulk batch record 9h02228 was reviewed, and all test results were satisfactory, the process followed was found to be in accordance with pi31-141 and no irregularities or non-conformances related to this issue were found in the documentation. Therefore, no discrepancy related to this issue were found in the revised documentation. Returned sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: machine: it was concluded that the foreign body in the packaging are residues of mass and cut dressings. These fall off and stick to dressing after elc process since the scrap collector is above the dressing web. Since dressings are automatic feed in the bodolay machine, the units are packaged without the operator and vision system noticing. A guard will be placed between the scrap collector and the web to avoid residues to fall in the web. In addition, failure mode will be detected by enhanced vision system insight 7802. Refer to hval-0998 and (B)(4) for more information. Material: for the failure mode ¿green tape¿, it was concluded that this happens during the process of performing the extrude and laminate the mass onto silicone release paper (srp) and add folded pet release liner on the elc #10 or elc #11. The material folded pet release liner comes with that green tape as part of the supplier's splicing process. Change was assessed with supplier and the enhanced vision system, insight 7802 is capable of detecting this failure mode. Refer to hval-0998 and (B)(4) for more information. In addition, the CAPA plan (B)(4) was open to cover the preventive / corrective actions resulted from this ncr. Furthermore, an ncr search conducted shows that no adverse trend was identified from january 2018 to december 2020 for this failure mode. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.